Event description:
The reporter stated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in 2008, in the pt's right eye (od). At a follow-up visit three months later, the pt's bcva was 20/20; however, at a subsequent follow-up visit the following month, the pt complained of blurred vision. The lens was explanted the next day, and was exchanged for another micl 13.2 but a different diopter 7.0. The lens was removed with no pt injury. During follow-up calls with staar surgical personnel, the reporter described the process used by the surgeon during icl implant, which includes lri (limbal relaxing incisions). Her concern related to the calculations resulting from the use of the staar calculation software. Staar director of education explained to the reporter that the calculation software is designed to provide appropriate info when actual pt refractive info is entered. The calculation software is not designed to provide appropriate targeting info when a second surgical procedure (such as lri) is incorporated with the icl implant surgery. The software tool is not designed to predict outcomes when multiple procedures are involved, as is the case in this facility. The reporter relayed that the pt's actual refraction was not entered into the calculation software, as is intended. The pt is doing well and the current bcva is 20/20.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found one haptic torn, with a piece torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation. Conclusions- (device operated according to specifications): based on the complaint history, work order search and the evaluation of the returned product, the root cause of the event has been determined to be use of the software outside of the calculation intended use.